Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter. Block d4: d4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure for a dieulafoy's lesion performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The clip was withdrawn by teasing it off the tissue and there was no tissue damage to the patient. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fully recovered and stable.